Event description:
On 2nd may 2025, it was reported by an arthrex employee via email that for an ar-1923bc-1, suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, the anchor broke during insertion. This was detected during use in an unspecified procedure on (B)(6) 2025. On 5th may 2025 - the arthrex employee replied that this was detected during use in a stabilisation procedure on (B)(6) 2025. The procedure was completed successfully as the anchor still went in, but top threads broke off.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.